Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a large volume infusor. It was observed that the device stopped infusing fluorouracil (5-fu) during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, d10 (add entry, date is ni), h4, h6 (update codes), h11. B5: the device contained fluorouracil 7250mg in sodium chloride 0.9%. H4: the lot was manufactured between july 10-12, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid inside the device's bladder which suggests a possible flow issue may have occurred. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.